Event description:
Pt participated in a (B)(6) of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse. Pt was implanted with a transforaminal posterior lumbar interbody fusion (tplif) spacer at levels l5 s1 with pedicle screws at l5 and s1. Pt was also implanted with click-x for supplemental fixation. Pt had been experiencing pain for 36 months. Surgery date was (B)(6) 2006 and postoperatively pt experienced dural tear, requiring repair. Complaint #3 of 14. This complaint is on the left screw at l1.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(2) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding device was used for treatment, not diagnosis. No sample was returned for eval. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.